Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be a false empty detect and the initial drain alarm was met. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 00:03:56. During night drain cycle one, the patient's ultrafiltration reading was 1367ml, indicating the patient drained 1367ml more than their maximum programmed fill volume of 2200ml.no additional information is available.